Manufacturer narrative:
The curved suction was returned to the manufacturer for analysis. Analysis found that the returned curved suction was not able to verify when attached to a known good tracker returning a divot error of 3.6 mm to 3.8 mm. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device not yet returned to manufacturer

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). The issue occurred intraoperatively while verifying instruments and delayed the surgery by less than one hour. It was reported that there was difficulty registering the 70-degree suction. The suction did eventually get registered and it was the only instrument showing inaccurate. The surgery was completed with navigation and there was no impact on patient outcome.